Manufacturer narrative:
Follow-up #1: date of submission 0(B)(4) 2018 device evaluation: the pump has been returned and evaluated by product analysis on (B)(4) 2018 with the following findings: a review of the pump histories showed that the basal total daily dose (tdd) history for (B)(4) 2018 appears to be inaccurate due to the temp basal program run from (B)(4) to (B)(4) and from (B)(4) to (B)(4) the pump was manually suspended on (B)(4) 2018 from (B)(4) to (B)(4) a review of the total daily dose history indicated that insulin delivery totals correctly reflected programmed values. The pump successfully completed a rewind, load, and prime sequence. The pump was exercised for 24 hours with no issues occurring. The pump passed delivery accuracy testing and was found to be delivering within required specifications. The complaint of a history settings issue was not duplicated during investigation. Unrelated to the complaint, the pump powered on with dim, discolored display.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2018, the reporter contacted animas, alleging a history/settings (history/settings issue) issue. The basal delivery totals in total daily dose did not match the active basal program total. The basal history matched the active basal program settings. It was alleged that the pump caused the patient to have a blood glucose higher than 250mg/dl but less than 500mg/dl without symptoms. This complaint is being reported because there was an issue with the pump not performing as intended with regards to the history or the settings may result in over or under delivery.